Event description:
Reporting status: serious injury - surgical intervention, permanent. Impairment (stent remains in patient's anatomy - disability). Reporting rationale: attempt was made to remove (snare) dislodged stent from patient which was unsuccessful; patient underwent a CABG (coronary artery bypass graft) procedure. Device issue: stent dislodgement. It was reported that the stent came off the balloon, in the patient, and was not able to be retrieved with a snaring device. The patient was sent for a CABG (coronary artery bypass graft) procedure. Reportedly, the patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen, on the balloon and the shaft. There was contrast in the balloon and the inflation lumen. The stent dislodged from the balloon and was not returned. The balloon had been inflated and was loosely folded. There were crimp marks on the balloon between the markers. There were two bends in the hypotube 10 cm and 35.5 cm distal from the strain relief tubing. There was no other damage noted to the catheter. The protective sheath was not returned. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged and was not returned. The only damage to the stent delivery system was two bends in the hypotube. This damage most likely occurred as a result of handling the device when preparing for packing/shipping back to abbott for evaluation, as this was not reported as part of the incident. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The balloon of the returned device had been inflated and was loosely folded. If the balloon had been inflated inadvertently, this could have facilitated the stent dislodgement. However, based on the available information, a conclusive root cause for the dislodgement cannot be determined. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the quality assurance department.